Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A supplies manager reported a dialyzer blood leak during a hemodialysis (hd) treatment. There was no harm, intervention or adverse event reported in the initial report. The amount of patient blood loss was not indicated. Additional information was requested multiple times, yet no data was received. A sample product was not returned for analysis.

Event description:
A supplies manager reported a dialyzer blood leak during a hemodialysis (hd) treatment. There was no harm, intervention or adverse event reported in the initial report. The amount of patient blood loss was not indicated. Additional information was requested multiple times, yet no data was received. A sample product was not returned for analysis.

Manufacturer narrative:
Plant investigation: the complaint is not confirmed. The report could not be confirmed as a definitive conclusion regarding the complaint incident cannot be reached based on the information provided. A review of the production record was performed. There was one temporarily approved deviation notice (dn) noted on the lot. It is unrelated to the current event. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.